Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the customer reported a balloon rupture and a catheter restriction alarm, happening 12hrs after use. After replacement of all parts suspected with possible contamination, functional and safety checks was carried out in line with OEM standard operating procedures and passed. The iab was scrapped locally due to possible contamination. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 investigation findings and conclusion code.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 type of investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full telephone #: (B)(6). The lot number and product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a balloon that caused a eruption console. There was balloon rupture, blood found in the helium line around ¾ of the length of the tubing and there was a restriction alarm as well. No harm reported.